Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited dismissed r-wave measurements and multiple short v-v intervals. It was noted the physician elected to cap and replace the lead. No patient complications have been reported as a result of this event.